Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8295902. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle stopper separated from the plunger rod during use. The following information was provided by the initial reporter: "consumer stated that the rubber stopper separated from the plunger rod, problem occurred about 2 weeks ago."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle stopper separated from the plunger rod during use. The following information was provided by the initial reporter: "consumer stated that the rubber stopper separated from the plunger rod, problem occurred about 2 weeks ago."